Event description:
It was reported that during a procedure, 3 of the implants the second implants did not deploy correctly. The fourth implant the shaft of the implant became bent in the joint the implants were unable to be deploy. All deployed in same case. The surgeon completed the procedure using a back up fast fix available. T1 did not remain unsupported in the patient. There was not reported delay in completing the procedure. The patient was okay post-procedure.

Manufacturer narrative:
The evaluation results revealed that three devices were returned for evaluation. Samples 1 and 2 were visually evaluated and confirmed to be bent. Sample 1 is bent at a 90 degree angle. T1 and t2 remain on the needle. The device was functionally tested and could not be deployed as the actuator rod had become disengaged from the assembly. Sample 2 is bent where the needle is attached to the introducer shaft. T1 and t2 remain on the needle. The device was functional tested and able to successfully deploy t1 however the actuator rod became disengaged as it moved into the t2 deployment position. Sample 3 was not bent. Both t¿s deployed successfully. The failure mode of either t1 or t2 non-deployment was confirmed with sample 1 and 2. Per the device IFU ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the failure mode is confirmed, and the root cause is user error. (B)(4).